Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient underwent revision surgery due to metal debris, scratched metal component, swelling, synovitis, component loosening. Patient appears stable.